Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2016. The device recorded several low battery fails in (B)(6) 2016 and remained in fault mode until (B)(6) 2016 when an increase in voltage suggests a further pad-pak was installed with the device passing a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.